Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that when the patient presented to the clinic for a device upgrade, the lead was explanted and replaced due to increased capture threshold. There were no surgical complications and the patient was in stable condition.

Manufacturer narrative:
(B)(4).